Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a seeping skin irritation under her breast. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed topical ointments, ascend and biatheine, for the irritation. The patient also reported having a yeast infection, which the dermatologist prescribed nystatin powder. Follow up indicated that the dermatologist instructed the patient to clean irritation with vinegar/water plus apply ascend and bovine cream to the irritation. The patient reported that this helped the irritation to improve.